Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt/check te pad messages) has been confirmed. Upon investigation the electrode belt was unable to complete a falloff test. The cause for the messages was isolated to the trunk cable being electrically shorted, also causing the ecgs to be non-functional. The root cause for the shorted cable was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt/check therapy electrode messages.